Event description:
Supplemental report: the medical affairs specialist (mas) spoke with the pt to obtain the following additional information: the pt was unable to test with the reported meter for about 2 weeks while the meter displayed the battery symbol only indicating the battery power was too low for the meter to function. The patient continued to take her daily set dose of 70/30 insulin and attempted to test with the meter daily. In 11/05, she went to the ER because she was feeling weak. A blood glucose result of 650 mg/dl was obtained on the ER device. The pt was admitted to the hospital for 12 days for treatment of hyperglycemia and an infection; she received IV insulin and IV antibiotics. The patient did not know the specific infection diagnosis. The case remains classified as an adverse event as treatment of the patient's hyperglycemia and infection was delayed due to her inability to obtain meter readings.

Event description:
In 2005, the lay pt contacted lifescan alleging that the battery symbol displayed on her one touch ultra meter. The med affairs spec sent a letter to the pt, as she could not be reached via phone. The pt said she went to the ER because the reported meter was prompting the battery symbol and the pt was not sure what her blood glucose level was. The battery symbol with the unit of measurement appears on the meter screen when the battery power is low and approx 50 additional tests can be performed. When the battery no longer has adequate power to conduct a test, the battery symbol alone displays. The pt was unsure when she last tested with the meter. The pt was unable/unwilling to answer whether she experienced symptoms of high or low blood glucose level at the time of concern. A result of 500 mg/dl was obtained on another device, the pt was treated with insulin, and admitted to the hosp for one week for treatment of hyperglycemia. The customer svc agent (csa) confirmed that the battery symbol displayed on the meter. The csa was unable to walk the pt through replacing the battery because the pt did not have a replacement battery. The meter was replaced. The complaint is reported as an adverse event because the pt was unable to obtain a reading on the meter which delayed her receipt of treatment for hyperglycemia.